Event description:
It was reported that a user could not program a pump to deliver dopamine to a pt. The user was unable to locate the required care area and was not familiar with programming the device in "basic mode", the infusion was delayed until the pt was transferred to ICU and a different pump could be utilized. The customer stated that after the infusion recommenced, the pt's blood pressure was stabilized. The pt expired hours later.

Manufacturer narrative:
(B)(4). Sigma personnel visited the customer to further investigate the event. Initial eval of the device in question and history log revealed that the pump was not configured to the hospitals network, therefore the facilities medical drug library ws not made available to this device. This cause the device to only be operable in "basic mode". A flow rate test was performed with the device in question, per the sigma preventive maintenance procedure and found to deliver within design spec. Additionally, upstream occlusion and downstream occlusion tests were performed per the sigma preventive maintenance procedure with the unit passing. No device malfunction was identified.